Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a second tka surgery had been performed on (B)(6) 2021, patient had an infection of the knee. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the lgn ps high flex xlpe sz 5-6 11mm. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested information, the root cause of the knee infection cannot be definitively concluded. The patient impact beyond the reported infection and revision cannot be determined and the patient current status remains unknown. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. (B)(4).